Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) paired to the ilet experienced a pairing failure with intermittent communication, which was addressed by verifying the dexcom pairing code and completing troubleshooting and education; the sensor ultimately connected. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the caregiver and reports. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure, with the device components implicated in the electrical and magnetic system and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.